Event description:
Per the clinic, the patient experienced pressure sore, skin breakdown and inflammation at the magnet site (specific date not reported). The patient stopped wearing the magnet for a month and was later switched to a lower magnet strength. The symptoms showed some improvement although not fully resolved.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).